Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was no capture and high thresholds on the right ventricular (rv) epicardial lead. The thresholds were climbing so the physician elected to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.